Event description:
A biomedical engineer reported that the footswitch wasn't working. Technical services walked the reporter through setting up the system and testing the footswitch. Footswitch appears on within the application when depressed but the reporter says there is something wrong with the software. This event was reported outside the operating room and no patient was present. During troubleshooting the footswitch issue, it was discovered that the issue was related to a camera that was intermittently tracking with an amber light displayed. The camera was found to be out of calibration.

Manufacturer narrative:
This event was reported outside the surgical arena and no patient was present. A medtronic representative went into mach cranial and the foot-switch didn't work. He exited the software, went back into synergy cranial and it worked. He went back into mach and it worked fine. Footswitch continued to work. He went in the next day to troubleshoot. He was able to replicate the issue of the foot pedal not being recognized but he also noticed that the amber light on the camera came on during boot up and stayed on. It was an intermittent issue related to the communication issue with the camera. He has since replaced the camera and the system is functioning normally. The camera was returned to the manufacturer for evaluation. The fault light is intermittently on. The event log has recorded a long history of illuminator current moving in and out of range. The psu failed the aak test at .70mm. The camera was sent to the vendor for repair.